Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of blood and clinical use was observed. Large buildup of tissue and charred blood were observed on the heating element and at the base of the jaws. Blood was observed in the handle of the device. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply (B)(4) at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.68 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. We were unable to reproduce any electrical failure. Based on the returned condition of the device and the results of the investigation the reported complaint is unable to be confirmed. (B)(4).

Event description:
(B)(4). No patient consequence. Case was successfully completed.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could be considered related to the reported event recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 overheated and would not activate energy. A replacement vasoview hemopro was used to complete the procedure. The procedure was delayed 20-30 minutes because of bleeding due to the vasoview hemopro 2 not activating.